Event description:
On 05/29/2025, it was reported by a sales representative via (B)(4) that an ar-9563-20 peripherial screw would not fully seat. Surgeon used appropriate locking guide and drill for using the screw but couldn¿t get the screw to fully seat. He backed the screw out, re drilled, and then attempted to put the same screw in with the same result. He then backed it out and noticed that the screw appeared to be cross threaded and/or defective. We put in a shorter 16 mm screw in its place, and it sat flush. No harm was done to patient and the alternative solution was shorter screw. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-9563-20 batch 15331276 was received for evaluation. Upon visual inspection, the threads at the head showed signs of cross-threading. Bending of the threads was also observed, likely caused by the force applied when setting the screw onto the plate. Due to the damage to the screw, functional testing cannot be performed. The most likely cause of the reported failure is user error, including improper bone preparation and failure to achieve the appropriate insertion angle.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9563-20 batch 15331276 was received for evaluation. Upon visual inspection, the threads at the head showed signs of cross-threading. Bending of the threads was also observed, likely caused by the force applied when setting the screw onto the plate. Due to the damage to the screw, functional testing cannot be performed. The most likely cause of the reported failure is user error, including improper bone preparation and failure to achieve the appropriate insertion angle. The complaint allegation was confirmed. Refer to the investigation pictures.